Manufacturer narrative:
Additional information: a1: patient ID: (B)(6). A2: dob: (B)(6) 1996. D6- implant date: (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
The lens was returned in a biohazard ziploc bag wrapped in gauze and with liquid in the bag. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states that a 12.6mm tmicl12.6 implantable collamer lens, -9.0/+3.0/072 (sphere/cylinder/axis) was explanted from the patient's left (os) eye due to it being the wrong power lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information added to previous device evaluation: dimensional and functional inspection found the lens to be within specification. Method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).